Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Due to mesh protrusion, pelvic and vaginal pain, dyspareunia and development of fistula, mesh was removed by on (B)(6) 2007, (B)(6) 2011 and on (B)(6) 2011.

Manufacturer narrative:
(B)(4). There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code pfra01, batch 2931627, exp date 05/31/2007, mfg date 06/26/2006; tension free vaginal tape/obturator: product code 810081, batch 2951916, exp date 07/31/2007, mfg date 08/28/2006. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/20/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair; tension free vaginal tape.

Manufacturer narrative:
(B)(4) - there are two possible devices involved in the event as follows: prolift pelvic floor repair product code pfra01, batch 2931627, exp date ni, mfg date ni tension free vaginal tape/obturator product code 810081, batch 2951916, exp date 07/31/2007, mfg date 08/28/2006. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2006 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, pelvic floor repair mesh and a sling were inserted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.